Event description:
This has been occurring throughout the children's center. The children's center uses almost 40,000 smiths medical microbore extension sets per year along with the hospira microclave needleless connector. The problem is that when the microbore set is mated with the needleless connector a small hole is created in the seal of the connector and can damage the internal blunt tip or spike. This is because the two devices do not mate properly because the inner diameter of the male luer for the extension set is below the recommended range for the needleless connector. Also, devices that have a male luer inner diameter that is larger than the recommended range can dislodge the seal. It also unclear for problems that occur where the small hole is created, what actually happens to the material that is "cored" out of the seal.(photos available upon request).====================== manufacturer response for extension set, microbore extension (per site reporter).====================== complaint analysis/conclusion: the reported product problem is confirmed. The engineering analysis report documented damages on the silicone seals caused with use of incompatible mating devices. Three (3) of the returned mating accessory devices male luer internal diameters (ID) are undersized (small) and when connected to the 12512-01 microclave connectors can cause the silicone plug to core (tear) at the tip and deform/damage the spikes. Additionally, these types of component damages can cause internal leakage(s) and subsequent silicone plug stick down. The remaining devices returned were compatible and did not damage the silicone plugs or the spikes inside the microclaves. For optimal performance the microclave connectors should only be used with mating/access devices that are compatible with iso male luers having and internal diameter between 0.62" and 0.110".